Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory and died during the device upgrade procedure. The device had been connected and placed in the pocket in preparation for defibrillation threshold testing (dft). After the dft was performed the patient developed ventricular fibrillation (vf) and became pulseless. Attempts to rescue the patient with external defibrillations were unsuccessful. To date, the device has not been returned to boston scientific's post market quality assurance laboratory.